Manufacturer narrative:
Additional information: section d6.b advanced bionics considers the investigation into this reportable event as closed. The recipient will no pursue revision surgery at this time. The recipient continues to use the device and will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made; however, the issue did not resolve. Revision surgery is scheduled.